Event description:
It was reported that during a low anterior resection total colectomy procedure, staples were malformed on the distal staple line. The surgeon performed 3 anastomoses, with problems opening the device after firing (the staples were resistant to removal from cartridge half on the distal end of the device). The surgeon then used a different reload for the rectum transection. The staple line opened while introducing the tip of device. He had to perform another anastomosis using another same like device (3 cm more distaly). Pt consequence is a 3 cm shorter rectum.